Manufacturer narrative:
Analysis of the returned device identified: overweight and opening curved on radius. A visual and microscopic analysis was performed which identified: opening crease sharp on radius, stress marks, wear abrasion and creases fold. Based on the device analysis, the final assessment is an opening crease sharp on radius assessed as fold flaw opening.

Event description:
Healthcare professional reported rupture. The device was explanted. This record is for the left side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device was explanted. This record is for the left side.